Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on a 64-year-old male patient with a malignant tumor. There was no additional patient information at the time of this report. Return product is not available for investigation. Product lot# is unknown. Method / date / tested / hgb / hct= I-stat, (B)(6) 2026, 14:00, 11.6 g/dl, 34 %pcv / mindray, (B)(6) 2026, 14:06, 6.1 g/dl, 20.7 %pcv. All venous samples. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.